Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurate high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient confirmed that the alleged meter inaccuracy began 2 months prior to contacting lfs customer service, when she obtained an alleged inaccurate high blood glucose reading of ¿591 mg/dl¿ with the subject meter and ¿110 mg/dl¿ with an ultra 2 meter, the tests were performed within unknown time difference from each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin medication (unknown type; dose adjusted on a sliding scale) and denied making any changes to her usual diabetes management in response to the alleged issue. On (B)(6) 2018, at unspecified time, the patient developed symptoms of feeling that her feet were ¿shaky" which caused the patient having an ¿hard time to walk¿. The patient also reported to have an ¿hard time to sleep¿. At approximately 11:00-11:15, the patient treated herself eating an ¿ice cream sandwich¿ in response to the alleged symptoms. During troubleshooting, the csr documented that the unit of measure was set correctly on the subject meter and an approved sample site had been used to obtain the blood samples. The csr noted that the patient was not following the correct testing technique: the meter was set to the incorrect calibration code number. Replacement products have been sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.